Event description:
Patient 1 of 2. Healthcare professional reports "sub-therapeutic inr results" with hemochron jr signature system a few months ago. Patient was later admitted to hospital with tia. The patient's therapeutic range was not reported. Following notification of j201 recall, customer emailed to report that patient may have been adversely affected.

Manufacturer narrative:
(B)(4) - method: no product returned. Result: none. Conclusion: no conclusion can be drawn. Cuvette lots being recalled (raf 11-005) due to higher than specified bias. Itc has requested all data required for form 3500a.